Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge and vaginal odor. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse),") and bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal distension, headache, dyspareunia, bacterial vulvovaginitis, dysmenorrhoea, vaginal discharge, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, headache, pelvic inflammatory disease, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: there were two coils seen on both side. Diagnostic results: on (B)(6) 2015 patient had surgical pathology report resulted in final diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - cervix; chronic cervicitis. - endometrium; early secretory phase endometrium. - myometrium and serosa; no pathologic diagnosis. - fallopian tubes; focal endosalpingiosis. Gross description: each cornu includes a previously placed sterilization coil. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia ,pelvic inflammatory disease, dysmenorrhea most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received, reproter added ,lab data added,event added as:- infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis, vaginal discharge,abdominal pain lower, pelvic inflammatory disease, did not undergo essure confirmation test incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and dyspareunia ("painful sex"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, headache and dyspareunia outcome was unknown. The reporter considered abdominal distension, dyspareunia, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.